Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd syringe luer-lok¿ 30 ml bulk pack luer lock tip approximately 84 pieces had poor scale markings. The following information was provided by the initial reporter: material no: 301033 batch no: 1180548 it was reported bad impression, scale markings bad impression: 84 pieces.

Manufacturer narrative:
H6: investigation summary it was reported there were multiple defects with the products received. To aid in the investigation, fourteen samples and five photos were received for evaluation by our quality team. Three samples have printing issues; two with an ink ring and one with double printing. Four have a scale printing issue; one is not acceptable the five photos provided show some of the samples received. The scale marking defect could occur if there was a jam that occurred at the printing process inducing the symptom reported. A device history record review was completed for provided material number 301033, lot number 1180548.

Event description:
It was reported while using bd syringe luer-lok¿ 30 ml bulk pack luer lock tip approximately 84 pieces had poor scale markings. The following information was provided by the initial reporter: material no: 301033 batch no: 1180548 it was reported bad impression, scale markings bad impression: 84 pieces.